Manufacturer narrative:
Lot number was provided as 3545260. This lot number is incorrect. The most likely correct lot number is 8545260. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part # 321.15, lot # 8545260. Manufacturing site: (B)(4), manufacturing date: sep 18, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follow: it was reported that on (B)(6) 2016, a surgeon was removing an external fixator construct. During the procedure, the universal joint of an 11mm socket wrench broke upon usage. Removal was successfully completed using another 11mm socket wrench. No fragments were generated and no delay in surgery was reported. This report is for one (1) socket wrench. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No additional information has been received for these fields. A product development investigation was performed. (B)(6) reported the following event: it was reported that a surgeon was removing an external fixator construct when the universal joint of an 11mm socket wrench broke upon usage. Removal was successfully completed using another 11mm socket wrench. This complaint is confirmed. The returned socket wrench was received at customer quality (cq) in three pieces (handle, socket and washer). The socket has separated from the universal joint. The pin that secures the socket to the universal joint was not returned. Whether this complaint can be replicated is not applicable for this condition as the device is already broke. This complaint was most likely due to application of excessive force resulting in the pin breaking or dislocating and subsequent separation of the socket from the u-joint. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.